Manufacturer narrative:
(B)(4). Batch unknown. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot and the bulkhead area were noted to be damaged, the knife was returned buckled. No functional test was performed due the condition of the device. The damaged on the bulkhead area it is possible that the knife bands braking during the use of the manual override. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a bowel resection, the device fired and did not go all the way down and did not come all the way back. The device was stuck on the patient and had to be cut off. Case completed with another device of the same product code. There were no patient consequences reported.